Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. The caller has had to use micropore tape to secure the cannula in place. The caller alleged that this occurred with 3 infusion sets from two different batches. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.